Manufacturer narrative:
.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a stanford type b dissection and was implanted with two conformable gore tag® thoracic endoprostheses (ctag). During deployment of the first endoprosthesis which whose intended location was just distal to the brachiocephalic artery, the device moved distally and landed just below the left common carotid artery (lcca) reportedly due to the angulation of the patient's aortic arch. A second ctag endoprosthesis was then advanced and deployed to extend coverage of the first device distally. Intraprocedural angiography visualized a distal type I endoleak. Angioplasty was performed and reduced the endoleak but did not fully resolve it. The patient tolerated the procedure. On unknown date ((B)(6) 2019), follow-up imaging identified a proximal type I endoleak, and showed a distal type I endoleak persisted. On (B)(6) 2019, the patient underwent reintervention and an additional ctag endoprosthesis was implanted just distal to the brachiocephalic artery and extended coverage within the most proximal ctag originally implanted. The proximal endoleak was resolved. Additional angioplasty of the distal end was also performed at this time resolved the distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
B3: corrected/additional information.